Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg report reference: 1627487-2019-03599. It was reported that the patient experienced an infection. The physician explanted the entire system.

Event description:
Device 1 of 2, mfg report reference: 1627487-2019-03599 . Follow up information received that the infection has resolved.